Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a normal breakfast while using the ilet system; line bleeding was performed with assistance and insulin flow was confirmed, and the caregiver then elected to administer a manual injection with guidance to pause and disconnect the pump for two hours afterward. Symptoms included elevated blood glucose to 326 mg/dl without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included device alerts for sustained hyperglycemia and use of back-up therapy, with caregiver assistance required. Investigation included remote troubleshooting and education to verify tubing priming and insulin delivery. Investigation of this case revealed no device alarms or malfunctions identified during the interaction and no abnormal device behavior confirmed, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.